Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported communication error, scopes not being recognized and intermittent connection with missing image transmission during inspection for use involving an olympus xenon light source. There was no patient injury reported.